Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes cannot be engaged or difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The 2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes cannot be engaged or difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
One of the devices that was evaluated in the field was determined that the issue could not be confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 3.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced brakes cannot be engaged or difficult to engage/disengage. There was no patient involvement.